Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a delay in keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced a delay in keypad response which was determined to be caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.